Event description:
It was reported that the programmer would periodically not power up. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer would periodically not power up due to the radiofrequency programmer head being out of specification electrically and therefore the head's cable was replaced. Analysis also found that the head's label was missing the back coating and the label was replaced. Concomitant products: product ID 2090aa programmer. (B)(4).